Manufacturer narrative:
The device was returned due to suspected premature battery depletion and an overestimation of battery longevity. A longevity calculation was performed based on the programmed settings and usage data. The calculation showed the battery depletion was normal. However, it was found that the longevity estimate given to the field by the programmer was incorrect. The device was at the elective replacement interval (eri) when received. Testing was performed on the ICD and the device was found to be normal; telemetry, pacing, sensing, impedance, hv output, hv shock, and patient notifier were tested on the bench. No anomaly was detected.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, premature battery depletion was suspected. Session records were sent to abbott technical support for review which indicated a battery longevity overestimation by the programmer. The device was explanted and replaced to resolve the event. The patient was in stable condition.